Event description:
Hcp reported pt presented 5 weeks post op with signs of an infection of the device pocket. These include fever and redness. Cultures of the device pocket were obtained and staph aureus was the organism cultured. Pt does not have meningitis. The pt was treated with IV antibiotics and partial device system explant. The device was not returned to the MFR for analysis. Hcp reported pt's infection is now resolved. Hcp reported pt risk factors include debilitated status and pt had febrile illness 4 weeks post op and upper respiratory infection.